Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed wound dehiscence with evisceration on (B)(6) 2011 and was treated with re-operation with reposition of the bowel and re- closure of fascia. It is unclear at this time how the suture used for facial closure was related to the anastomosis insufficiency. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: the date of the procedure was (B)(6) 2011. The surgeon opines that the patient's obesity and heavy coughing postoperatively contributed to the wound dehiscence. During the re-operation on (B)(6) 2011, the surgeon noted the suture was ripped out of the fascia, but the suture was intact. At the date of discharge the patient was in good condition and the event was resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ii plus antibacterial suture, pds ii (polydioxanone) suture.